Event description:
It was reported the pt experienced a tamponade during an atrial fibrillation ablation procedure. CPR was administered and a pericardiocentesis was performed. The physician had difficulty with the transseptal in that he saw contrast in the aorta so he is not sure what caused the tamponade; whether it was during the transseptal or during ablation. The pt's condition was stable at the end of the procedure. The physician does not allege a device malfunction associated with the event. The following devices were used during the procedure. A brk or brk-1 needle (unknown reorder and lot - sjm file # brk-09-0048) and the cool path duo catheter were used on the left side of the heart. Also used in the procedure, but not on the left side were two st jude medical sl-1 sheaths (model 407439, lot unknown), a boston cs catheter and a rv catheter.

Manufacturer narrative:
The device was not returned to st. Jude medical and review of the device history record was not possible as the lot number is unknown. The cause of the reported tamponade remains unknown. It should be noted that the physician does not allege a device malfunction associated with the event.